Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000444, lot/serial #: unknown ; product ID: bi71000874, lot/serial #: unknown h3) the manufacture representative (rep) went to the site to test the imaging system. The rep confirmed the reported complaint. The enable gross calibration was an option for calibrations. The rep performed a successful 2d long film rad gain calibration (dgs 1x1) with enable gross calibration checked on. After successful gain calibration, the rep performed a hard reboot on the system. Low confidence error appeared again after the test. The rep placed something in the field and shot images, error still appeared. The rep obtained files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system displayed "error alignment confidence was low" after running 2dlf (2d long film). The error occurred on ap (anteroposterior) imaging, not on lateral imaging. Technical services recommended performing the 2dlf calibration. There was no patient involved.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and air data files and logs indicate alignment issue between tube and collimator. Replaced collimator and air data files improved but issue still occurred. Replaced tube and issue was resolved. Performed all applicable calibrations and testing per user manual. Performed system checkout per user manual. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, product ID: bi71000542: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Error alignment confidence is low." Visual inspection confirm crack in the cathode well. X-ray tube passed bench test. Visual inspection passed and the large and small filament resistance of the cathode and anode passed and within range. Return date: 2025-06-13 MDR code: b01, c19, d14. H3, h6) the component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. "Error alignment confidence is low." 2dlf collimator passed bench test. Stroke distance and stroke time test passed. Filter , far shutter , near shutter test, run in-far shutter and run in-near shutter test passed. Installed 2dlf in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Error message was confirmed after taken a 2 long film. MDR code: b01, c02, d02. Return date: 2025-06-13 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000901, serial/lot #: (B)(6), product ID: bi71000874, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.